Event description:
The customer reported that while the unit was in use on a pt, all the alarms on the display "flashed" and became "non-functional". The pt was switched to another unit and therapy was continued. No pt injury was reported.